Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of receiving multiple "sensor check" alerts and that system had been going back to initialization phase for 3 days, happening since (B)(6) 2025. The issue was escalated for further review, who approved a sensor replacement for possible deviation in the system performance.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, a sensor replacement was offered to the user. B4. Date of this report 09 may 2025. G3. Date received by the manufacturer? 09 may 2025. H3. Device evaluated by manufacturer? No. H6. Medical device problem code updated to 3005. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.